Manufacturer narrative:
The sensor was investigated, and the issue was confirmed both during review of the dms logs as well as in-house qc data. The investigation shows the system correctly disabled the sensor due to performance failure (low overall glucose signals leading to msp) and the system's self-test functions are working normally. Msp failures were investigated in rep-1639, which determined the root cause of these failures to be sensor oxidation. This sensor has the same failure mode and additional investigation is not necessary for this complaint. D8 was this device serviced by a third party? No. D9 device available for evaluation? Yes, device received on 30 july 2020. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 1559. H6. Component code updated to 510. H6. Type of investigation updated to 4111 and 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.